Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in italy , on (B)(6)2024, it was reported that the one infusion set fell off during use and infusion set is long for nearly 24 hours. No further information available.